Manufacturer narrative:
Product was returned but was not located at our site. Reasonable attempts were made to locate the returned product for evaluation. The associated product lot paperwork was evaluated. The lot met our final acceptance criteria.

Event description:
User facility reports surgeon was doing a buckled vitrectomy with laser and gas for a retinal detachment. Something broke off the endoprobe and fell into the patient's eye. The surgeon was able to retrieve the small piece of debris and remove it from the patient's eye. The surgeon thought it was part of the fiber. It was described as a small yellowish-brown fiber-like piece of debris.